Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation findings attributed the root cause to unintended user error and did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon pre drilled pins with a 3.2 mm drill bit. The drill bit got stuck in the second hole. We used the cutting guide as planned and there was no delay to the case. No surgical delay.